Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer was informed to use mdi as backup therapy while waiting for replacement.